Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it did not deliver a shock when they initially attempted to deliver a shock to the patient. They were able to successfully deliver a shock to the patient on the second attempt. There were no reports of any adverse effects to the patient as a result of the reported issue.